Manufacturer narrative:
The investigation determined that reproducible, lower than expected vitros tsh results were obtained from multiple patient samples collected from three different patients obtained from a new lot of vitros tsh reagent tested on a vitros 5600 integrated system the investigation could not determine a definitive assignable cause. No vitros tsh reagent performance issues are indicated based on the historical tsh quality control data. An instrument related event has been ruled out as a contributing factor as within-run precision testing was within the acceptable guidelines. There was no evidence that the vitros 5600 system or vitros tsh reagent had malfunctioned. Pre-analytical sample handling cannot be ruled out as s contributing factor.

Event description:
The customer obtained lower than expected vitros tsh results from multiple samples collected from three different patients obtained from a new lot of vitros tsh reagent (lot 5345) tested on a vitros 5600 integrated system, compared to tsh results obtained from the same samples tested using the previous lot of vitros tsh reagent. (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros tsh results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report is number four of four 3500a forms filed for this event, as four devices were affected. (B)(4).